Manufacturer narrative:
It was discovered that the ventilator's logs contained several other technical error codes. Among them were two technical error codes indicating power errors. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator's user interface showed a technical error code indicating a membrane button error. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an evaluation of received device logs and an investigation of the returned user interface panel touch screen. The touch screen issue was confirmed in laboratory tests. The standby button did not work, probably due to the contact corrosion issue. The received device logs show several other technical errors prior to the given date of event. Among them were "power error", "communication error" and "ventilation disabled" generated. The reported membrane button error is related to the reported user interface panel touch screen and the on/off switch error to the panel on/off switch. The other technical errors mainly indicates a power issue with the dc/dc and standard connectors printed circuit (pc) board or the expiratory channel connector, possibly in association with the main backplane board. A received mail answer stated: "we replaced the touch screen and equipment worked properly." The returned touch screen will however not generate, and was not the cause of, the other technical errors found in the device logs. The cause of the mentioned problems, except for the membrane button error, could not be determined since related parts were not returned to us.

Event description:
(B)(4).